Event description:
It was reported that the patient presented to the hospital for generator changes procedure. During the procedure, it was noted that the pacemaker was unable to remove the setscrew from the header. The set screw from the header of the pacemaker would not engage and undeploy the set screw. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.